Event description:
The intuitive surgical endowrist one vessel sealer faulted (light on robot arm turned yellow) during the case with the blade exposed and the sealer was unable to be activated. Diagnosis or reason for use: laparoscopic robotic radical prostatectomy.